Event description:
Intuitive surgical, endowrist one, vessel sealer, initially working as intended, but after only a few applications the device would no longer work. A new device was then opened and used for the remainder of the procedure without incident. Reason for use: robotic prostatectomy. Event not abated after use stopped or dose reduced? No.